Event description:
Customer reported that the cuff cannot be deflated. No additional information and no confirmation of any patient involvement. Covidien is attempting to collect further details surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). If the sample is received at a later date a sample analysis will be performed and a summary of the investigation results will be provided in a supplemental report.